Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6). (3014862188-2021-00267, test 2 of 2)

Event description:
User reported a false positive result. Negative follow up test. Type of follow up test not provided. Report 1 of 2.

Event description:
User reported a false positive result. Negative follow up test. Type of follow up test not provided. Report 1 of 2.